Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted into the patient using a 12f amplatzer torqvue 45x45 delivery sheath. After the implantation the patient suffered a stroke of an unknown cause. The patient experienced a pericardial effusion on the left atrial appendage, that developed into a cardiac tamponade. The patient has sent for open heart surgery to resolve the effusion, and was hospitalized overnight. The patient is reported to be discharged.

Manufacturer narrative:
An event of stroke and pericardial effusion which lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that there was no difficulty implanting the device during the procedure and that the patient's act was within appropriate range. The field also indicated that open heart surgery was performed to treat the pericardial effusion. Pericardial effusion is a known potential adverse event associated with laa closure and may require drainage with either pericardiocentesis or surgery. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of stroke and pericardial effusion which lead to cardiac tompanade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from field indicated that there was no difficulty implanting the device during the procedure and that the patient's act was in within appropriate range. The field also indicated that open heart surgery was performed to treat the pericardial effusion. Pericardial effusion is a known potential adverse event associated with laa closure and may require drainage with either pericardiocentesis or surgery. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.